Event description:
The manufacturer received information of an everflo concentrator that had evidence of a thermal event to the enclosure of the device. There was no report of patient harm or injury. The manufacturer has not completed the investigation into this issue. A follow up report will be submitted upon completion of the investigation.